Event description:
Consumer had his ear pierced with the inverness ear piercing system in a retail store on 3/3/95. Nine months later, on 12/7/95, he was treated with antibiotics for an infected cyst on his earlobe. The cyst was surgically removed on 3/7/96.